Manufacturer narrative:
(B)(4). Additional review of the event determined that (B)(4) was applicable.

Event description:
Additional information received from the patient in response to follow-up reported that the patient was unsure if the implant had caused the headaches. They had the terrible headache since having the implant. They had 2 CT scans and had been to the emergency room 4 or 5 times. They had also seen their doctor several times. Nothing had made it better. They had a lot of trouble sleeping, lost their appetite, and lost about 25 pounds. The headache never would go away. The patient was prescribed xanax at a walk-in clinic. The headache went away as long as they took this and their lortab. The patient knew they could not continue to take these as they were addictive. They also were taking a sleeping pill. They wanted the implant to work when turned on and the headaches to go away.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her stimulator had never been turned on or programmed. She declined to turn it on during the call to check the settings. She had been sick ever since getting the implant; she had constant headaches, wasn¿t able to sleep, lost 25 pounds and had hair loss. She had been to the hospital 5 times and stayed overnight a week or two prior to this call and the healthcare provider (hcp) was going to put her in a psych hospital at that time, but decided she wasn¿t crazy and just had a headache. Going to her hcp two times was mentioned. She was put on xanax which helped the headaches. She had an appointment with a headache specialist on (B)(6) 2015 and was seeing a psychiatrist on (B)(6) 2015 to check the patients pain medications. It was noted that she had had headaches in the past but none ever lasted like these. She had spoken to someone who had said this was unusual. She had a nervous breakdown as far as she knows but didn¿t know a reason for it. She thought it was maybe her thyroid pill. She had been on 25 milligrams but got switched to 50 milligrams. She was back on 25 milligrams at the time of the call. She had the trial and then was implanted but had not used the stimulation. It was noted the patient wanted to wait until someone was present to help her check her settings. Additional information clarified reported that the patient had laryngitis and that they had been put on ambien and still couldn¿t sleep prior to the xanax. Relevant medical history included lumbar radiculopathy and spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.